Event description:
It was reported by the customer that a pyxis medstation es system device had a blue windows error page and froze for over a half hour. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device had a blue windows error page due to software issue. A technical support specialist connected to the device and identified corrupt files. The specialist successfully repaired these files, after which the customer rebooted the device and monitored its performance, effectively resolving the issue. The system functioned as intended after the technical support service troubleshooted the device.